Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the following issue: "if the probe goes bad (we have had a few), there is no alarm, the patient is then hooked up with no sats on the monitor." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During inspection, the sensor passed software testing and visual analysis. The sensor failed continuity testing due to a broken white conductor at the detector solder joint assembly. During testing, the sensor was able to generate audible and visual alarms, and an error message indicating "probe is off the patient." The reported issue was not confirmed. Corrected data: brand name updated from "lncs neo-l" to "lncs neo-3". Model # updated from "1862" to "2320". Catalog # updated from "1862" to "2320". Lot # updated from blank to k17bjz. UDI updated from blank to (B)(4).